Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 84 mg/dl at the time of the incident. Customer stated that the keys were sticky and unresponsive. Customer reported that the pump gets dropped every once and a while and there are cracks on the display screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.